Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was reported to be due to the patient¿s family member having a sore throat; however, this was not medically confirmed. The patient was not hospitalized for the event. The patient was treated with unknown antibiotics intraperitoneally for peritonitis. At the time of this report, the patient was recovering from the event. The action taken with pd therapy was not reported. Additional information was not available. This is report 4 of 5 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).